Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was unable to be confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened continuously. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.